Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of cancelled/rescheduled - post sedation/sedation unknown. Correction: block a1: patient identifier.

Event description:
It was reported to boston scientific that a balloon implant procedure was attempted to be performed on (B)(6) 2025. During the procedure, the balloon filling catheter was loose. Procedure was canceled/rescheduled. No patient complications were reported as a result of the event.

Event description:
It was reported to boston scientific that a balloon implant procedure was attempted to be performed on (B)(6) 2025. During the procedure, the balloon filling catheter was loose. Procedure was canceled/rescheduled. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of cancelled/rescheduled - post sedation/sedation unknown.